Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation nonmalignant pain. It was reported that there was poor coupling. Patient reported she had issues with the insr taking forever to charge her ins. Patient clarified she had a hard time keeping the coupling boxes filled in and has been using adhesive disks while charging. No symptoms reported. No further complications were reported/anticipated.